Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a sleeve gastrectomy procedure, at first firing of instrument a loud cracking noise was heard and it felt like plastic broke. The instrument could be fired again, but the tissue was squeezed and the clamp row was not complete and opened up. The suture was over-sewed with suture material. There was no patient injury, no extension of surgery time more than 30 minutes, no extension of incision, no blood loss, no irreversible or loss of tissue, no change of procedure, no part fell into cavity, no reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the current historical complaint data reveals that this complaint mode and failure mode were identified as a trend in dec. 2016. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.